Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl range, cause was unknown. Customer consumed glucose gummies to address bg. No additional information was provided and the customer declined troubleshooting with tandem technical support.